Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. According to the inspection result by local service department, the device nonconformity which might have affected the reported event could not be identified. Foreign material was adhering to the cleaning brush which passed thorough the suction channel. It looked like residue of chemical agent. Based on above and past similar cases, the cause was presumed as below: - channel was inappropriately reprocessed. - pre-cleaning to be taken immediately after procedure was delayed, which caused foreign material to adhere inside the suction channel. The material became difficult to remove.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 9, 2021, it was found that the foreign material which looked like a yellow tissue came out from s cylinder.there was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.